Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The patient underwent surgery with g3 nail. After surgery, the patient had symptom of anemia. The surgeon checked CT image. The surgeon found the false aneurysm in the damage part of the blood vessel (1 case) .